Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not charge and an error indicator appeared on the charger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to electric component wear from normal and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that battery device displayed a red triangle when inserted into the universal battery charger device. During in-house engineering evaluation, it was observed that the device would not charge and an error indicator appeared on the universal charger device. The event was not reported to have occurred during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.